Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was slight resistance encounter ed while inserting and advancing this delivery catheter system (dcs). Following implant, when angiography was performed for the leg to check whether complications occurred, retrograde dissection in the right common iliac artery and right external iliac artery were found. Furthermore, there was a stenosis slightly above the puncture site where a non-medtronic closure device was used. According to the physician, even though the timing of dissection in the right common iliac artery and right external iliac artery was unknown, the possibility that the intima was detached during dcs insertion/removal or non-medtronic sheath insertion/removal was suspected. A stent was implanted in the right common iliac artery and right external iliac artery. There was no problem with blood flow. Regarding the upper stenosis of the puncture site, the physician decided to monitor the patient¿s condition and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was received with the capsule partially opened. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the distal end of the capsule. Five nitinol crowns were observed protruding through the polymer material at the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was returned for analysis and there were no findings to suggest a device quality deficiency that may have caused or contributed to the reported difficulty releasing the paddle. The handle appeared intact and functioning correctly. Delamination was observed over the nitinol reinforcing frame near the distal end of the capsule. Delamination between the outer polymer and the capsule nitinol frame, occur due to a bending load on the capsule. Voids are also commonly observed on devices that have been tracked through patient anatomy, as this device did. The source of the voids could not be conclusively identified. Five nitinol crowns were observed protruding through the polymer material at the distal end of the capsule typically, a number of factors may cause or contribute to nitinol crown protrusion. These factors include; use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, it was noted that resistance was encountered while inserting and advancing the delivery catheter system (dcs) which may have been the cause or contributing factor to the nitinol protrusion in this event. The evolut system instructions for use cautions the user to stop advancement and investigate the cause if there is significant resistance. Vascular injuries, such as dissection, are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. According to the physician, even though the timing of dissection in the right common iliac artery and right external iliac artery was unknown, the possibility that the intima was detached during dcs insertion/removal or non-medtronic sheath insertion/removal was suspected. It was noted that resistance was encountered while inserting and advancing the delivery catheter system (dcs) which may have been the cause or contributing factor to the nitinol protrusion seen on the capsule of the returned device. This may have had an impact on the vascular injury however, without cine images the exact cause of the dissection and its potential relationship to the dcs, cannot be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.